Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that one of his blood glucose readings was not stored in the memory of the contour next meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found.